Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient fell in 2015 and sharp back pain started. The patient suddenly had a sharp pain where the wire went across their back and the pain was there all the time. After the patient fell, their health care provider (hcp) did an x-ray and told the patient everything looked fine. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.